Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 196 mg/dl, 80 mg/dl, 71 mg/dl, and 81 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he felt hypoglycemic symptoms with these readings, and he self-treated with fruit, juice, and then lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.